Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that during advancement through the anatomy and/or other devices used, the balloon became compromised and/or damaged resulting in the balloon rupture during the first inflation at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 3.50x15 mm traveler balloon dilatation catheter (bdc) was used for post-dilatation, but ruptured at 10 atm after 12 seconds. A new, same size traveler bdc was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.